Event description:
It was reported that a patient was having mobility and pain in their lower anterior. The patient was advised back in (B)(6) 2022 to hold in lower 9 for 2 weeks and check back in with us before moving forward however, #24 and 25 do look compromised due to recession and build up.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.